Event description:
It was reported that the inter-unit interface pins were observed to have surface corrosion. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: mdrf annex a,g,b,c codes and manufacturer narrative. Investigation summary: the complaint that the inter-unit interface pins were observed to have surface corrosion was confirmed with the picture provided by the facility; however, the device was not returned for the investigation. The facility provided a picture of a left (female) inter unit interface (iui) showing green deposits and corrosion, with pin #2 and pin #14 bent. No device was returned for this investigation; therefore, inspection, testing and log review could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. The best practices for cleaning bd alaris¿ system devices tip sheet also states: remove the iui connector covers. Apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Clean both iuis with the dedicated iui cleaning brush. Brush the iui connectors up and down. Do not brush them side to side as this can damage the pins. There was no information on patient involvement. Root cause: the probable root cause of the report that the inter-unit interface pins were observed to have surface corrosion could be attributed to an improper cleaning process; however, the device was not returned for the investigation. Note that this report lists imdrf annex a0401, g02017, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the inter-unit interface pins were observed to have surface corrosion. There was no information on patient involvement.